Manufacturer narrative:
Investigation found substantial damage to the external and internal components of the pod. The top and bottom housing was damaged. The sma wire was broken and the sma hook was damaged. The pcb was also broken and part of the board was broken off. Data was unable to be recovered from the device. Although significant damage was present, the cause and timing could not be determined. Bends were noted on the exposed portion of the cannula. It is unclear when the bends occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had blood glucose (bg) values reached 400 mg/dl, while wearing the pod between 1 and 4 hours on the leg.